Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) due to unrelated health issues, age and gaining weight. The patient subsequently underwent a revision procedure wherein the rechargeable ipg was replaced with a non-rechargeable device. The patient was reported to be doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.